Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the abdomen. The patient had a regular appointment with her doctor in the clinic and the g7 receiver was showing 397 mg/dl while the bg was 537 mg/dl. The patient was shaking, sweating and thirsty. She felt tired and dehydrated. She was sent by the nurse to the ER. In the ER, the bg meter measured 900 mg/dl and the egv was unremembered. She was given fast acting insulin and medications to rehydrate. At 1800, she discharged and was feeling fine at home at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.